Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post ventricular assist device (vad) implant, the patient experienced an adverse event and device malfunction. The event resolved twelve days later. The vad remains in use. The patient is a participant in the lateral clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Hvad pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation and sterility certificate could not be performed since the pump serial number is unknown. The reported event could not be confirmed due to insufficient evidence. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.